Manufacturer narrative:
Approximated based on the appointment date.

Event description:
It was reported that the patient experienced heating at the battery site. It was also noted that the patients ipg was difficult to charge and would not communicate with the remote control despite having it reprogrammed and interrogated multiple times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.